Manufacturer narrative:
The device was returned to the service center for evaluation and repair. The service evaluation was performed by olympus service, reference and could not replicate the reported observation; however, it was decided to replace the dc pcb board as a precaution. The OEM reported that all acceptance criteria were met when produced and shipped from the manufacturer.

Manufacturer narrative:
The device was no returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a therapeutic functional endoscopic sinus surgery (fess), the console powered off and would not restart. After the device failed it took 10-15 minutes to revert to the old method of conducting the procedure as the hospital only has one diego elite console. There was no unusual bleeding reported. The patient did not suffer any additional trauma. Although, the procedure may have to be repeated if all of the polyps were not removed successfully. The intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that the console was inspected prior to use and no anomalies were noted.